Event description:
It was reported that during a open colon resection procedure, the circular stapler cut but did not staple. There were a bunch of unformed staples in the patient's abdomen. There was no audible crunch heard. Two donuts were formed. There were no patient consequences. Put a purse string on each open end and then used a competitors stapler to complete the case.

Manufacturer narrative:
(B)(4). Information unavailable.